Event description:
It was reported that the patient¿s cgm displayed a low reading of 46 while two contemporaneous fingerstick measurements were above 500, and the user was instructed to calibrate the sensor and recheck by fingerstick; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia, though the patient did not report related clinical symptoms during the call. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.